Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture. The physician attempted to implant a new lead, but the procedure was abandoned due to an occluded vein. The lead remained implanted. The patient was stable and there were no complications.